Event description:
This spontaneous report was received on (B)(4) 2012, from a female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer used o.b non-applicator tampons, one tampon, once for menstruation needs (route-vaginal, lot number and expiration date unspecified). After an unspecified duration, several months ago, when she inserted a fresh tampon at the start of her period, she could feel something inside her vagina. She took the tampon out, and felt around inside with her finger. She mentioned that she pulled out a portion of the clear wrapper from a tampon used during her last period. The device was not used further. This report had non-serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer used o.b non-applicator tampons, one tampon, once for menstruation needs (route-vaginal, lot number and expiration date unspecified). After an unspecified duration, several months ago, when she inserted a fresh tampon at the start of her period, she could feel something inside her vagina. She took the tampon out, and felt around inside with her finger. She mentioned that she pulled out a portion of the clear wrapper from a tampon used during her last period. The device was not used further. This report had non-serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. No product was returned and no valid lot number was provided. A manufacturing and packaging batch record review and the retain sample inspection could not be performed. A review of the complaint data found no adverse trends. No assignable root cause could be identified. Complaint trends will continue to be monitored. This report remains non-serious. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.